Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one cl sec med set 35" w/ll&hangerno needle or distal connector that was connected to a carefusion infusion set, check valve, 3 needle-free valves 95, 75 and 6 from 2-piece male luer lock product code 2455-0500, lot number 12076388 in which a no flow situation was observed in the labor and delivery department. The nurse was able to prime the secondary set successfully. When the secondary set was connected to the primary, the nurse stated that it felt more stiff than normal. The primary set was infusing lactated ringers solution and the secondary was infusing clindamycin. The set up was being used with an alaris pump. It was reported that the nurse used the 37 hanger that is included in the secondary set to hang the primary bag of regular IV fluids at a lower level and hung the secondary bag of antibiotics directly onto the pump pole, which was above the level of the primary bag. The nurse used the end of the secondary set to plug into the port on the primary set. The port that was used was the only port that is located above the pump cartridge. When securing the port, she pushed the end of the tubing into the blue port, and then used the plastic ring to luer-lock secure it into place. She then programmed the IV pump for the secondary line and ensured that the secondary IV clamp was open, and started the pump. The nurse started the pump and left the room for approximately two hours and when she returned, the bag of clindamycin was still full of solution and there were no drips from the secondary site's drip chamber. The nurse adjusted the connection between the primary and the secondary and was able to establish flow. It was reported that the secondary part was either too tight or too loose when connected to the primary. The pump did not alarm occlusion. This resulted in the delay of the antibiotic administration to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.